Manufacturer narrative:
Initial reporter facility name: (B)(6) university.

Event description:
It was reported that material breakage occurred. The target lesion was located in the lower left extremity veins. An angiojet zelante catheter was selected thrombectomy procedure. However, during the procedure, breakage was found 20cm from the head of the catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that material breakage occurred. The target lesion was located in the lower left extremity veins. An angiojet zelante catheter was selected thrombectomy procedure. However, during the procedure, breakage was found 20cm from the head of the catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. D4: lot number: updated batch number from 28881392 to 28535940. Device evaluated by MFR.: the pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. The device could not prime and kept under pressuring, so the shaft was cut open. A kink and hole were found in the hypotube 14cm from the tip. Inspection of the device presented no other damage or irregularities.